Event description:
It was reported that during use of the bd¿ protector p13-o two phaseal protectors broke when attempting to cap the vial. As reported: while at doctors last week during our trial of optima I witnessed two protectors (p13) break that appeared to be misaligned and that is why they broke. The spike appears to have hit the side of the vial when trying to ¿cap¿ the vial."

Manufacturer narrative:
B.5. Describe event or problem: it was reported that during use of the bd¿ protector p13-o two phaseal protectors broke when attempting to cap the vial. As reported: while at doctors last week during our trial of optima I witnessed two protectors (p13) break that appeared to be misaligned and that is why they broke. The spike appears to have hit the side of the vial when trying to ¿cap¿ the vial." D.1. Medical device brand name: bd¿ protector p13-o, d.4. Common device name: protector, d.4. Medical device catalog #: 515060, d.4. Medical device lot#: 1808103, d.4. Unique identifier (UDI) #: (B)(4), d.4. Medical device expiration date: 2019-07-31, h.4. Device manufacture date: 2018-08-30. H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1808103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Per the description of the complaint it seems that the protector was not properly attached to the vial: ¿¿two protectors (p13) break that appeared to be misaligned and that is why they broke. The spike appears to have hit the side of the vial when trying to ¿cap¿ the vial.¿ please note that the protector must be vertically attached to the vial. If the attachment is not properly done at the center (through the rubber stopper), the spike could get damaged with the metallic cap. The root cause of the defect seems to be a user error during the connection.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd phaseal¿ two phaseal protectors broke when attempting to cap the vial. As reported: while at doctors last week during our trial of optima I witnessed two protectors (p13) break that appeared to be misaligned and that is why they broke. The spike appears to have hit the side of the vial when trying to ¿cap¿ the vial.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Please note that the protector must be vertically attached to the vial. If the attachment is not properly done at the center (through the rubber stopper), the spike could get damaged with the metallic cap. The root cause of the defect seems to be a user error during the connection.

Event description:
It was reported that during use of the unspecified bd phaseal¿ two phaseal protectors broke when attempting to cap the vial. As reported: while at doctors last week during our trial of optima I witnessed two protectors (p13) break that appeared to be misaligned and that is why they broke. The spike appears to have hit the side of the vial when trying to ¿cap¿ the vial."